Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was reported that the pt's family member brought the pt in for follow-up because the pt had been experiencing agitated behavior. The pt is non-verbal; therefore, is unable to communicate whether stimulation can be felt. It is unknown if the pt suffered from an injury or trauma that may have contributed to the high lead impedance reading. X-rays reviewed by treating neurologist did not identify any discontinuities with the ncp system. Treating neurologist plans to find a solution to report events without having the pt undergo surgery or ncp system replacement. Lead break is suspected.